Manufacturer narrative:
An event regarding loosening involving a tritanium patella was reported. The event was not confirmed. Device evaluation & results: not product was returned for evaluation. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined as no information was received for review. Further information such as x-rays, operative reports, medical records, patient details and return of devices are needed to complete the investigation for determining root cause. If additional information becomes available or if the product is returned this investigation will be reopened.

Event description:
Patellar implant loosening, will require revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patellar implant loosening, will require revision.